Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced partial paralysis after the permanent implant procedure on (B)(6) 2016. As a result, the patient underwent a laminectomy on (B)(6) 2016 where the lead was left implanted; however, the patient's symptoms persisted post-operatively. Another laminectomy procedure was performed on (B)(6) 2016 during which the physician examined the dura and re-infused the dural sac with saline. In addition, the scs system was explanted. Per the physician, the patient developed brown-sequard syndrome of unexplained origin. An MRI is planned as the next course of action.

Event description:
Follow-up identified the patient declined rehabilitation to address the issue. Per the physician, no further interventions are planned.